Event description:
It was reported that this pacemaker had a history of intermittent low out of range right ventricular (rv) pacing impedance measurements less than 200 ohms. Additionally, technical services (ts) noted that the remaining longevity of the device was less than one year remaining after being implanted for only 2.5 years. It was noted that the patient has not been recently paced in the right atrium due to atrial fibrillation (af), however, when right atrial (ra) pacing had been previously delivered, it was noted to only be 56 percent. It was also reported that during in-clinic rv threshold testing, loss of capture (loc) was not observed. A request was made to have data from this device analyzed. Data analysis noted a high power consumption condition that was highly variable over the past year and confirmed the presence of intermittent low out of range rv pacing impedance measurements. The power consumption was noted to be too high for the programmed rv pacing. Additionally, data analysis noted the presence of messages in stored device memory related to rv impedance measurements that was suspected to be behavior consistent with a potential device issue. Device replacement was recommended in addition to testing of the rv lead during the procedure. Surgical intervention was undertaken. The lead to device header connections were verified to be appropriate. The rv lead was then tested on a pacing system analyzer (psa) and pacing impedance measurements were noted to be within normal limits. The device was explanted and replaced. Rv pacing impedance measurements were noted to be within normal limits upon connection of the chronic rv lead to the replacement device. The rv lead remains implanted. No additional adverse patient effects were reported. The device will be returned by the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this pacemaker had a history of intermittent low out of range right ventricular (rv) pacing impedance measurements less than 200 ohms. Additionally, technical services (ts) noted that the remaining longevity of the device was less than one year remaining after being implanted for only 2.5 years. It was noted that the patient has not been recently paced in the right atrium due to atrial fibrillation (af), however, when right atrial (ra) pacing had been previously delivered, it was noted to only be 56 percent. It was also reported that during in-clinic rv threshold testing, loss of capture (loc) was not observed. A request was made to have data from this device analyzed. Data analysis noted a high power consumption condition that was highly variable over the past year and confirmed the presence of intermittent low out of range rv pacing impedance measurements. The power consumption was noted to be too high for the programmed rv pacing. Additionally, data analysis noted the presence of messages in stored device memory related to rv impedance measurements that was suspected to be behavior consistent with a potential device issue. Device replacement was recommended in addition to testing of the rv lead during the procedure. Surgical intervention was undertaken. The lead to device header connections were verified to be appropriate. The rv lead was then tested on a pacing system analyzer (psa) and pacing impedance measurements were noted to be within normal limits. The device was explanted and replaced. Rv pacing impedance measurements were noted to be within normal limits upon connection of the chronic rv lead to the replacement device. The rv lead remains implanted. No additional adverse patient effects were reported. The device will be returned by the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.